Manufacturer narrative:
The device has been tested by a drager fse at the user facility. The alarms were found fully functional but the loudness was set to minimum level. The log file has been analyzed by the MFR. Several patient-related situations are recorded but no technical error condition was occurred. The respective ventilation episode started at 04:29 am system time in CPAP mode with assisted spontaneous breathing. There was a leakage present already from 04:31 am. Which the device alarmed accordingly. At 07:25 am the leakage flow was increased significantly resulting in much less volume being delivered to the patient. The expiratory flow sensor detected apnea and, the device switched to apnea ventilation, consequently. However, the apnea situation persisted. The next intervention of the user was recorded for 08:45 am as the "alarm silence" button was pressed then. Drager medical has received the information that the audible alarm volume had been decreased for convenience of the patient. The device has operated as set. The insufficient ventilation of the patient has been detected and alarmed as specified. No device error has occurred.

Event description:
The patient was found disconnected from the device being severely desaturated with oxygen already. The staff did not recognize if the device alarmed. The exact outcome was not disclosed by the hospital. At least there is no doubt that the event situation was life-threatening.